Event description:
This patient had undergone a craniotomy for brain tumor one month earlier and came back in with neurological changes, fever, nausea and enhancement in the post-operative cavity in the right temporal lobe. Also seen was white matter changes in both hemispheres. Upon surgical exploration, a reactive cavity with inflammatory changes and giant cell changes consistent with a reactive process was found around hemostatic agents routinely used in neurosurgery. After removal of the hemostatic agent, mostly avitene with only one small piece of surgicel and removal of the reactive capsule, the patient improved in her condition. No evidence of infection was found. The patient was treated with steroids as well. In 2 years of follow-up, the patient has no side effects of the event and the post-operative MRI shows no recurrence of the tumor and no further reactive effects. Frequency: prn. Route: intracerebral. Dates of use: 2006 diagnosis or reason for use: intracranial hemostasis.